Event description:
It was reported that a pt underwent a successful anterior and posterior pelvic floor repair procedure in 2008. On an unk date, the pt was experiencing discomfort and upon follow-up cystoscopy, a scalloping and ridging erosion of the detrusor muscle was noted. The pt was scheduled for surgery and removal of the implant and the anterior portion of the device was removed. It was reported that "the tissue was unsustainable and unable to sustain the mesh" and that the tissue was poor prior to the procedure per the surgeon. No other info was available.

Manufacturer narrative:
Date sent to the FDA: 05/12/2008. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.